Event description:
The patient reported that the down arrow keypad button was not responding well for the past few days and became worse and required several presses on the keypad to get it to respond. The patient wore the pump in her pocket and did not clean the pump.

Manufacturer narrative:
(B)(4): the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow, down arrow and backlight keypad buttons were intermittently responsive; the backlight keypad button has no effect on insulin delivery function. There was evidence of adhesive found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.